Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, non-calcified, 90% stenosed, distal circumflex (cx) coronary artery. After the successful implantation of a xience xpedition stent, a 2.75 x 15 mm nc trek balloon dilatation catheter (bdc) was selected for post-dilatation. Resistance was felt during removal of the protective sheath from the balloon. The bdc was advanced with resistance to the lesion and the balloon would not inflate. The bdc was removed from the anatomy and another 2.75 x 15 mm nc trek bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular could not confirm the reported difficult to remove sheath as the balloon had been inflated. The outer member was stretched at the proximal balloon seal, which potentially occurred when the protective sheath was removed with reported resistance or due to the reported resistance during advancement. The reported inflation issue could not be confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the difficulty with removing the protective sheath appears to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.